Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported processor unrecognition failure was confirmed. Based on the results of the investigation through inspection and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration component failure of cable connector parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was not recognized by the processor. There were no reports of patient involvement.